Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that, during setup inspection prior to use, the bronchofibervideoscope was locked and could not be angulated. There was no patient involvement associated with this event.